Event description:
It was reported that a patient underwent an anterior cervical decompression and fusion at c3-c4. Postoperatively, 2 screws at the cranial and the caudal sides were found to be backed-out. A revision surgery was performed to exchange all the implants with new ones.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8792815, 510k # k030327 was cleared in the united states.